Manufacturer narrative:
MFR received date: 10 jul 2019. Date of report received: 11 jul 2019. The returned gas delivery system was inspected by failure investigation, where the u1/u2 component was found to be out of specification. The component was replaced on the returned gas delivery system. The unit passed all testing after replacement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04apr2019. The service engineer (se) inspected the device. The se found when the proximal line was disconnected unit would alarm with low leak c02 rebreathing risk and patient occluded alarm. The se replaced the gas delivery system (gds) to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilator generated a low leak c02 rebreathing risk alarm. No patient involvement. Event date not specified, estimate used.